Manufacturer narrative:
H10: the removed touchscreen was returned to the product investigation lab (pil). The touchscreen was tested pil found that this touch screen failed diagnostics and functional testing. Pil stated that the touchscreen displayed misaligned touch points. The pil technician was able to verify the touchscreen could be recalibrated with the touchscreen calibration button. The touch points of the touchscreen were properly aligned after a successful calibration. The issue of a touchscreen within spec resistance readings and could be calibrated at the pil without issue.

Manufacturer narrative:
Reporting institution phone: (B)(6). Reporter phone number: (B)(6).

Event description:
Philips received a complaint from the customer on the v60 indicating that there was a misalignment in touch position. It was reported there was no patient involvement at the time the issue was discovered. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. A field service engineer (fse) went onsite and confirmed the reported issue. The fse attempted to calibrate the touchscreen to resolve the issue but was unsuccessful. The fse then replaced the touchscreen and confirmed the issue was resolved. The device passed the required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.